Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clip applier required more force to squeeze the handle to deploy the clip and the surgeon squeezed the handle with a lot of force because there was no audible or tactile feedback from the handle that the clip has been applied. Also, the jaws were angled in a way that made it difficult to make sure the targeted tissues are captured. Had to remove clips and/or clip a second time after missing the targeted tissue. The jaws still close when the clip applier is out of clips. There was also tissue damage due to the handle firing, jaws closing but not deploying clips.